Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced septic shock due to infection which originated in the pacemaker site. Antibiotic treatment was administered. The organism was identified as gram positive and cocci in shape. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.